Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt's wife states she noticed the inside of the cassette door was a little wet. Pt has had no ill effects and no antibiotics were taken. The actual sample has been discarded.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of occurrence. A companion sample of lot 12hr08013 was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.